Event description:
Information was received from a health care professional via manufacturer representative regarding a patient who was receiving morph ine (concentration 2 mg/ml, dose 0.5 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient experienced a pump infection and the system (pump and catheter) were explanted, the explanted products would not be returned as the customer refused to return them. It was noted that replacement would not occur in future. The patient experienced clear serous drainage from the pump site with a foul smell. There were no factors that may have led or contributed to the issue. The managing doctor stated that she wanted to explant the entire system to be on the safe side and let everything heal. At the time of this report, the issue was resolved and patient status was ¿alive ¿ no injury¿ no further complications were reported.